Manufacturer narrative:
A specific root cause could not be identified as no sample material from the patient was available for further investigation. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys cortisol ii results for one patient sample that did not match the patient's clinical picture. The initial sample was drawn on (B)(6) 2017 at 0750. The result was 1.1 ug/dl and was reported outside the laboratory. This result was questioned by the physician. The sample was repeated and the result was 1.2 ug/dl. A sample drawn on (B)(6) 2017 at 0840 was tested and the result was 13.6 ug/dl. This result matched the clinical picture and was believed to be correct. There was no allegation of an adverse event. The reagent lot number was 161251. The expiration date was requested but was not provided. The investigation found the difference in the results from samples drawn on different dates could have been due to stress of the patient, the physiological status of a patient, the time of day the sample was taken, medications, or the quality of the samples. Another cause typical for this type of issue is insufficient maintenance of the analyzer.